Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors were stretched, and there was apparent explant damage. A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The distal conductor was stretched, and there was apparent explant damage. A visual analysis was performed only.

Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d), defibrillation lead, and left ventricular pacing lead were returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately eight months post the device system implant.